Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrogel embolic system treatment arm. The pt is a (B)(6) female with a history of lupus and seizure disorder who presented with an unruptured aneurysm located on the right ophthalmic region of the internal carotid artery. The pt's aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013, the pt was admitted with a right sided headache and eye pain. No significant findings were noted on clinical examination. An angiogram was done and showed questionable minimal opacification neck of the aneurysm which may be super-imposition of the origin of the right ophthalmic artery which is patent and arises from the base of the aneurysm. There is no evidence of opacification of the aneurysmal sac. Also seen, there is a very thin radiolucent line seen in the anterior genu of the carotid artery which may represent opacification between the stent and the vessel wall. Another possibility is of a small chronic dissection with questionable clinical significance since there is no flow restriction or stagnation. On (B)(6) 2013, the pt was discharged to go home. The sae was reported because the event required subject hospitalization or prolongation of existing hospitalization.